Event description:
Potential safet complaint, once system is set to 18 or 19 joules. Laser will jump settings to about 46 joules on its own and during cases-one pt jumped with slight pain, no burns or redness. Tech asked pt if she was okay. Pt indicated okay. This issue happened multiple times with other techs but no information recorded. Incident date was either 2006 or next day, customer could not remeber. Customer was advised to suspend use of the lightsheer pending depot service.

Manufacturer narrative:
The lightsheer system is currently being evaluated in the service depot. A follow-up MDR will be filed with the service findings. The customer described what appears to be " scrolling fluence". Which is not a mechanical defect in the lightsheer. Usually gel or some other type of gel/lotion product was found in the edges and corners of affected systems.the displays have a seal around them to prevent leaks into the system, but if the touchscreen is not properly cleaned, the gel can harden and give a false impression that the operator is performing an action on the screen. Lightsheer operator manual 10-05331-01. Aa page 81 describes the occurrence of scrolling fluence in the lightsheer. "User interface buttons on the touchscreen remain depressed or the fluence continues to advance. If the user interface buttons on teh touchscreen remain depressed, or the fluence continues to advance after the operator is no longer pressing on the touchscreen, the touchscreen needs to be cleaned. Shut down the lightsheer system as indicated in section 4.8. Clear the touchscreen as indicated in section 4.9. Once the touchscreen has been cleaned, plug the power cord into the electrical outlet and start the lightysheer system as indicated in section 4.1. If the problem persists, contact customer support."